Event description:
Customer reported that a patient with a history of anti-e and anti-kell did not react with the e positive cell (cell 2). No erroneous results were reported.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. (B)(4).